Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the revision procedure, the surgeon observed cylindrical movement between the acetabular cup and liner after they were implanted. The surgeon tried to remove the liner from the cup, but they would not disengage. They were left in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.